Event description:
Reporter is a diabetic with vision problems, and he was unable to read the fine print on the box (directions and warnings). He had severe pain on back and shoulder and applied one of the patches. He dozed off and when he awoke four hours later, he had a very severe burn the size of the pad. Reporter went to the emergency room where they dressed it and gave him a pain killer. Product use was about 6 weeks prior to consumer contact and he is completely healed now. He noted that he takes 11 prescriptions daily. He gave away remaining product, so no lot number or related information is available.

Manufacturer narrative:
Reporter has vision problems and could not read directions and warnings. He is diabetic and apparently slept on the patch, both of which are contraindicated for product use.